Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
On (B)(6) /2017 intra-aortic balloon (iab) therapy was started. It was reported that on the third day of iab therapy an unusual arterial pressure waveform appeared. It was noted that there was no error message from the console and pumping was continued via a transducer and a radial arterial line from the patient¿s arm. There was reported to be an unusual waveform with the transducer as well. No patient injury was reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. (B)(4).

Event description:
On (B)(6) 2017 intra-aortic balloon (iab) therapy was started. It was reported that on the third day of iab therapy an unusual arterial pressure waveform appeared. It was noted that there was no error message from the console and pumping was continued via a transducer and a radial arterial line from the patient¿s arm. There was reported to be an unusual waveform with the transducer as well. No patient injury was reported.